Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an f-94 was confirmed via the sample evaluation. The cause was determined to be defective/inoperative batteries. The batteries were replaced onsite at the facility by a baxter field service technician to fix the problem.

Event description:
The customer reported a flogard pump with an f_94 alarm. It is unknown if this event occurred during patient use and the department is unknown. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review revealed no previous service events were related to the reported condition.